Manufacturer narrative:
Philips service replaced the sbc and battery, tested the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the system failed to boot due to defective sbc and battery on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.